Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however, analysis did find that the heart lead flex was out of specification due to a shorted diode on the ventricular side, the upper and lower cases were broken, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however, analysis did find that the heart lead flex was out of specification due to a shorted diode on the ventricular side. The main printed circuit board (pcb) and flex were further analyzed. The subassemblies were installed into an engineering unit and the current draw during power up was within specification. The detailed subassembly analysis was unable to duplicate the reported event. It was noted that the upper and lower cases were broken, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device does not always power on. A new battery did not resolve the issue. There was no patient involvement.